Manufacturer narrative:
Complaint conclusion: approximately 15 months post treatment to the right distal of the superficial femoral artery, it was reported that the patient developed restenosis. An angiogram was conducted and the lesion was treated by pta (poba). Initially the lesion was treated with one smart stent and one smart control stent without any issues. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4). Additional information indicated that the patient was on dual antiplatelet therapy. The patient recovered fully. There is no additional information available. (B)(4). The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without the return of the actual complaint product the event reported cannot be confirmed. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
Approximately 15 months post treatment to the right distal of the superficial femoral artery, it was reported that the patient developed restenosis. An angiogram was conducted and the lesion was treated by pta (poba). The patient recovered partially. Initially the lesion was treated with one smart stent and one smart control stent without any issues. This is a case from japan smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
Additional; information was received indicating that the patient was on dual antiplatelet therapy and recovered fully.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2014-00758.